Manufacturer narrative:
The insulin pump powered up properly after battery installation. The auto off feature was programmed to several different time intervals and monitored. The auto off feature activated properly to all time intervals programmed. No auto off alarm anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked case at the reservoir tube window corner, and cracked reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump had shut off while delivering insulin or while the customer was operating it. The blood glucose reading was 70 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.